Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy and later died. The patient was hospitalized for the peritonitis. The cause of the event was unknown and treatment information was not reported. The patient later died due to an unknown cause. It was not reported if an autopsy was performed. It was unknown if therapy was ongoing prior to death or if the patient was performing therapy at the time of death. It was not reported if the patient had recovered from peritonitis prior to death. No additional information is available.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.